Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI(B)(4) , d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed a cracked battery compartment, missing battery door, and worn lcd lens. The tamper seal was not broken. Review of the event history log (ehl) showed system faults. A functional test was performed and the reported issue error 44258 was not duplicated, however error code 44228 was logged into the device information screen. The device powered up as it should without any alarms. The cause of the reported error code 44228 was due to a user interface time out issue. As a result, the error code was cleared, and a full functional testing was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 44258. The event occurred during testing, no patient injury was reported.